Event description:
Baxter reports: pt had an "allergic reaction during the first use" of a ca 210 dialyzer. Baxter affiliate reports that no further info regarding the incident date, the pt's birthdate, symptoms, interventions, hospitalization, or sequelae will be forthcoming.